Manufacturer narrative:
(B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed.

Event description:
It was reported that the rubber plunger of a bd 10ml syringe luer-lok¿ tip is defective. There was no report of exposure, injury or medical intervention.

Manufacturer narrative:
One open 10ml packaged syringe was received and confirmed to be from batch #7303632 (p/n 300912). The sample was visually evaluated. The syringe was found to have clear pieces of foreign matter on the plunger tip and the stopper. The plunger rod was removed from the syringe to perform visual evaluation. The fm is extra material and appeared to be medicine residue. The plunger rod is complete without any voids or missing material. The stopper was also complete without voids or visual defects and was connected firmly to the plunger rod. While removing the plunger, the stopper moved smoothly and did not separate. The sample did not have any observable manufacturing defects. Based on the evaluation performed the defect, as noted by the end user, cannot be verified. DHR review for batch 7303632 (p/n 300912): manufacturing date: 11/03/2017. Batch quantity was 420,000. Assembly records were reviewed as part of this DHR review. All visual inspections were performed as per requirement with no quality notifications related to the complaint defect. Batch 7303632 was inspected and accepted based on meeting our inspection control plan and subsequently approved for shipment. Root cause and CAPA not required as no defects were confirmed. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.